Event description:
It was reported that during a lap colon procedure, doctor warns that the device cut but did not staple. Malformation of the staples can be seen. Within the general impressions, the doctor (experienced user) did not feel differences in the initial manipulation and when shooting he heard the usual noises. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the anvil area with the trocar extended. Also, two tissue pieces could be observed on the shaft of the anvil. In addition, a staple not properly formed could be observed on the pocket. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/02/2022.

Manufacturer narrative:
(B)(4). Date sent: 06/22/2022. D4: batch # 246a52. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? According to the doctor, the patient is fine (the anastomosis was redone). Could you please clarify if was any change in the post-operative care of the patient as a result of the event? I don't have that information. What device was used prior, and whether that staple line was crossed with the circular? I don't have that information. Were any donuts removed and sent to hospital lab during either firing? I don't have that information. How many staple lines were crossed, were any other clips were in the area? I don't have that information. Can you describe any other staples seen while addressing the issue (how many? Loose from tissue? U-shaped?, etc) I don't have that information, I wasn't present at the surgery. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.